Event description:
It was reported that a user experienced a hyperglycemia episode in the evening while using the ilet system, after eating ice cream before bed without announcing the meal; supplies had been changed earlier with no observed leaks, kinks, or air bubbles, and no alerts occurred during the event. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included no hospitalization and no reported long-term impairment. Investigation included a review of user-reported history, device use, and troubleshooting education. Investigation of this case revealed that the event was attributable to a missed meal announcement with otherwise normal infusion set and system function, and no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to a missed meal announcement.

Manufacturer narrative:
Initial.